Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's screen flashed white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported issue regarding the flashing white screen on the device was verified during our evaluation. This report has been attributed to the main board. The main board was replaced to remedy the issue. The device was recertified and returned to the customer. No emerging trend based on similar reports.